Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Based upon the description of the device, synthes was able to determine a possible part number. (B)(4). 510(k) number: based upon the description of the device, synthes was able to determine a possible part number and the associated 510(k) number of that part number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An inter-trochanteric non-union from a previous proximal femoral fracture was reported. The fracture was treated on an unknown date with a synthes 2 hole dhs plate 135 degrees, standard barrel with 2-4.5mm cortex screws in shaft 6.5mm cannulated screw placed above for anti-rotation. All implants were removed successfully. A proximal femur valgus osteotomy was performed and a synthes adult osteotomy plate was placed. This report is on an unknown plate. This is 1 of 3 reports for (B)(4).